Event description:
The user facility reported that blood began leaking from the connections of the centrifugal pump during a case. There was reportedly no harm to the patient and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be several drop resulting in a small puddle. Additional event specific information was not available.

Manufacturer narrative:
Although this patient was reported to be unaffected, the event description indicates that some blood loss was associated with this event. Although event specific information was not available, the user facility reported during follow up communication that 2 similar leaks had been observed with the same kit. The involved samples were returned for evaluation. The samples were decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage from the connections. A review of the device history record did not indicate any production related problems. The pack was built to customer specifications at the time of production, which stated that there was to be no solvent bond at centrifugal pump connections. However, the specifications for this kit have since been updated to include a bond at the pump inlet and outlet connections. All subsequent production of this convenience kit has been made according to the revised specifications and this should minimize the potential for a recurrence of the reported event. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available information has been placed on file in quality assurance for tracking, trending, and follow up.